Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found pitch cable derailed at one of the clamping pulleys. The instrument was placed on an in-house system and the recognition and engagement test passed. The instrument did not have intuitive motion due to cable derailment. Failure analysis also observed frayed pitch cables. Both of the pitch cables were frayed at the distal clevis hub. No other cables at the wrist were damaged. The electrical continuity test passed. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument stopped working. Another arm was used to complete the procedure. No fragments fell into the patient. There was no allegation of harm or injury to a patient.